Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 60 mg/dl while wearing the pod between 36 and 48 hours. The patient also stated that they were vomiting. The patient was treated with IV (fluids ) and zofran (2.1mg, twice a day, for 5 days). The patient was released the same day. The pod was not worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.